Event description:
Per the report received from italy, a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approximately 16 years due to degeneration leading to aortic insufficiency. A 23mm transcatheter valve was implanted within the edwards surgical device. The patient was noted as to be well after procedure.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is only known as (B)(6) 2010. Thus, (B)(6) 2010 is being used to calculate the minimum implant duration. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. This report is related to manufacturer report #2015691-2026-14671. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device was not returned to edwards for evaluation as it remains implanted. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.